Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 3 infusion sets cannula kinked event on (B)(6) 2024. The patient noticed symptoms within three hours of insertion. Insertion site was abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was noticed 300 mg/dl- 480 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.